Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 50-year-old female patient who had essure (batch no: 893875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included obesity, uterine enlargement, irritable bowel syndrome, gastroesophageal reflux and cholestatic liver disease. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed"), acne ("allergic or hypersensitivity reaction type: acne"), rash ("rash on legs"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("dental problems- broken teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), mental disorder ("psychological orpsychiatric problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), alopecia ("hair loss"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with dicycloverine hydrochloride (dicyclomine hcl), omeprazole and surgery (operative laparoscopy, bilateral salpingectomy with removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, menorrhagia, anxiety, depression, acne, rash, female sexual dysfunction, tooth fracture, dyspareunia, migraine, headache, allergy to metals, mental disorder, vaginal discharge, vision blurred, weight increased, alopecia, nausea and abdominal pain outcome was unknown and the gastrooesophageal reflux disease had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, tooth fracture, vaginal discharge, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Following the requisite time period after implantation of essure, she had an hsg test (result not reported). Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs and medical record received: lot number, events- allergic or hypersensitivity reaction type: acne, rash on legs, apareunia (inability to have sexual intercourse), dental problems, dyspareunia (painful sexual intercourse), migraines, headaches, nickel allergy, psychological or psychiatric problems, gastrointestinal or digestive system condition, vaginal discharge, vision/eye problems type: blurred vision, weight gain, hair loss, nausea, abdominal pain, essure confirmation test(s) conducted, specify no, and reporter information, patient details, other relevant history, product information and treatment drug were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pelvic pain') in a 50-year-old female patient who had essure (batch no. 893875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included obesity, uterine enlargement, irritable bowel syndrome, gastroesophageal reflux, cholestatic liver disease and pelvic adhesions. *following the requisite time period after implantation of essure, she had an hsg test (result not reported). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed"), acne ("allergic or hypersensitivity reaction type: acne"), rash ("rash on legs"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("dental problems- broken teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), mental disorder ("psychological orpsychiatric problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), alopecia ("hair loss"), nausea ("nausea"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with dicycloverine hydrochloride (dicyclomine hcl), omeprazole and surgery (operative laparoscopy, bilateral salpingectomy with removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, fatigue, dysmenorrhoea, menorrhagia, anxiety, depression, acne, rash, female sexual dysfunction, tooth fracture, dyspareunia, migraine, headache, allergy to metals, mental disorder, vaginal discharge, vision blurred, weight increased, alopecia, nausea, abdominal pain and back pain outcome was unknown and the gastrooesophageal reflux disease had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, tooth fracture, vaginal discharge, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : fallopian tube perforation were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy with removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, she had an hsg test (result not reported). Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.